Event description:
It was reported that post implant, the lead exhibited loss of capture, loss of sensing and the lead impedance was out of range. The pocket was reopened and attempts to reposition the lead were unsuccessful. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.